Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review, visual inspection, and functional testing were performed. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be an inoperative main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm. No additional information is available.